Event description:
It was reported that a revision surgery occured due to implant migration.patient outcome: not known.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).